Manufacturer narrative:
(B)(4)

Event description:
Created because of change in following meaningful field: reporter first name.

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was not confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).